Manufacturer narrative:
Inspection of the cannula assembly found no damages or defects that would contribute to leaking during wear. No bends, kinks or damages were observed on the soft cannula. A leak test was performed and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula with no issues. The formed needle and bottom housing were inspected, and no abnormalities were found that would contribute to the reported pain during insertion. The cause of the pain during insertion could not be determined. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod. The patient reported cannula being bent while wearing it on unknown location. For treatment, the parent changed out the pod. The ketones were large and the pod was leaking.